Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. Reportedly the patient is pediatric using an adult receiver. No additional patient or event information is available. The receiver was received for investigation. A visual inspection was performed and found no observations related to the complaint. A global receiver functional test was performed resulting in no failures related to the complaint. A receiver download was performed and reviewed confirming the reported intermittent antenna icon. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.